Event description:
Hospitalization with fever of unk origin and lumbar radiculitis. Two days after percutaneous decompression for neurogenic claudication due to lumbar spinal stenosis, the pt presented to the emergency room. The primary complaint was fever. Pt's temperature was 101 and, due to suspected infection, she was admitted for further work-up and treatment with IV antibiotics. Her white blood cell count, MRI, and the wound site from lumbar decompression revealed no infection. Antibiotics were continued for 3 days at which time the pt was discharged with no fever. The exact cause of fever remains unk. Secondary complaint of new pain in the right leg at time of admission was investigated via MRI, treated and resolved with neurontin. The MRI revealed a small dark spot in the right posterior lateral aspect of the spinal canal which radiologists believed to be either random air from the decompression procedure or a small disc fragment resulting from prior disc bulge or possibly osteophytes, although the true cause remains unk. According to her physician, after a full recovery, the pt remained well when he examined her approx 2 months later. No sequelae were observed.

Manufacturer narrative:
The hospitalization event is thought by the initial reporter and surgeon to be unrelated to MFR's devices and findings of fever and radiculitis causes remain unk.